Event description:
A caller reported encountering a cgm error 42 associated with their g7 sensor. There was no reported adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for a pump reset and guided the caller through the process, after which the cgm error code did not reappear, and the caller successfully began their sensor session.